Manufacturer narrative:
The customer sent the device for bench repair and subsequently requested return of the device without evaluation or repair.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device is giving an intermittent leads off message for lead 4. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.